Event description:
It was reported that pt has had pain in the outside part of hip since surgery. Doctor gave her an in joint injection on (B)(6) 2012. She feels better and had blood test done on the same day. Her inner thighs started to hurt for a few days. She has pain while sleeping. Pt asked if she needs another blood test to be done. Pt was advised to contact her doctor to answer her concerns.

Manufacturer narrative:
The pt is (B)(6). Additional info has been requested and if received, will be provided in a supplemental report.